Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving alarm 113 (reduced water temperature control). Biomed drained the reservoir and replaced the water and cleaning solution. They were trying to get the device in manual control but was getting an alarm 14 (patient temperature 1 probe out of range). Biomed had rebooted the device. Walked biomed through enabling manual control. Directed biomed to starting manual control. Biomed set water temperature to 4c. Explained once the water cools down to 4c, could then change it to 40c and test that it was warming correctly. Informed biomed if any issues with the device cooling or warming, call back for technical support.